Manufacturer narrative:
Trackwise # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 btt not working for insufflation. There were no harm or injury reported. , a new device (btt) was used to complete the procedure. There was no procedure delay.

Manufacturer narrative:
Trackwise - (B)(4). Updated section - b4, d8, d10, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 12/26/2024. An investigation was conducted on 2/4/2025. A visual inspection was conducted. The harvesting device and cannula was returned for evaluation. The btt was not returned for evaluation. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact harvesting device or intact cannula. Due to the non-return of the btt, the reported failure " improper flow or infusion" was not confirmed. The lot # 3000435286 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.